Event description:
During a pulmonary vein isolation procedure, a ¿dislocation¿ of prs-p occurred when using voxel mode and the case was cancelled. A left atrial ablation procedure was performed. After creating the first electro-anatomical map, a ¿dislocation¿ of prs-p was noticed by the system. This was a ¿micro-dislocation¿ of two prs¿s. Both prs sensors were able to be repositioned, indicators were all green again, and the procedure continued. Approximately 15 minutes after repositioning of the sensors, a major shift was noted. The advisor hd grid and tacticath se were noted to be outside the electro anatomical map and the map could not longer be used. Metal baseline was reset and a new map was created. During creation of the map, another prs-p was dislocated. This time it was not able to be repositioned and it was decided to continue the procedure without using ensite navigation. Approximately 30 minutes later, the physician decided to stop the procedure

Manufacturer narrative:
Two voxel studies were provided and reviewed. The reported event stated that a major shift occurred after movement of the prs-p. Review of the ensite x cardiac mapping system voxel mode confirms that in some cases a shift can occur. Catheter display shift is consistent with any number of the following: patient re-positioning such as upper limb motion and displacement of the chest or abdomen; patient movement due to electrical cardioversion; prs-p movement or dislodgement from prs patch; non-transient shifts can be related to the gravitational shift of the heart as the patient relaxes during the procedure; metal distortion. If a shift occurs, it is recommended to remove any metal that may be causing distortion. Additionally, use the prs setup screen to align the prss to the original location, reset metal baseline, or begin a new study. See ensite x ep system IFU, setup, system, prs sub-tab.